Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("heavy abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. A96181) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tri cycline birth control pills from 2011 to 2013 and mirena from 2007 to june 2011. In september 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2017, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) done). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain, uterine haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure was in place and everything looked good. On (B)(6) 2014 no of coils left 8 , and right -3. On (B)(6) 2017: preoperative and post operative diagnosis: abnormal uterine bleeding, chronic pelvic pain. Plaintiff stated that after essure removal, most of events decreased. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: negative hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion on (B)(6) 2017, final diagnosis included uterus, bilateral ovaries and fallopian tubes, hysterectomy-mild chronic cervicitis. Gross description: the myometrium is homogeneous gray-tan and without nodules or masses. The attached 3.3 x 4.0 x 3.5 cm uterine cervix has a patent cervical os. The bilateral fallopian tubes measure 7.0 om each. Representative sections are submitted in four cassettes for microscopic examination. Microscopic description: sections of the cervix show focal chronic inflammation, the endomyometrium is unremarkable, the ovaries are atrophio. Removal findings: an 8 week sized uterus, anteverted, mobile, no other abnormalities noted. Normal tubes and ovaries bilaterally. Normal general abdominal examination. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. More specific event reported: uterine haemorrhage most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical records information was received. Plaintiff information was updated. Essure lot number was added. Plaintiff also complained about abnormal bleeding (general), severe vaginal pain, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and pain. On (B)(6) 2013 urine hcg was performed and the result was negative. On (B)(6) 2014 hsg confirmed total bilateral occlusion. No of coils left 8 , and right 3. On (B)(6) 2017, final diagnosis included uterus, bilateral ovaries and fallopian tubes, hysterectomy-mild chronic cervicitis. Gross description: the myometrium is homogeneous gray-tan and without nodules or masses. The preoperative and post operative diagnosis: abnormal uterine bleeding, chronic pelvic pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("heavy abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. A96181) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tri cycline birth control pills from 2011 to 2013 and mirena from 2007 to (B)(6) 2011. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2017, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) done). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain, uterine haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure was in place and everything looked good. On (B)(6) 2014 no of coils left 8 , and right -3. On (B)(6) 2017: preoperative and post operative diagnosis: abnormal uterine bleeding, chronic pelvic pain. Plaintiff stated that after essure removal, most of events decreased. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: negative hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion on (B)(6) 2017, final diagnosis included uterus, bilateral ovaries and fallopian tubes, hysterectomy-mild chronic cervicitis. Gross description: the myometrium is homogeneous gray-tan and without nodules or masses. The attached 3.3 x 4.0 x 3.5 cm uterine cervix has a patent cervical os. The bilateral fallopian tubes measure 7.0 om each. Representative sections are submitted in four cassettes for microscopic examination. Microscopic description: sections of the cervix show focal chronic inflammation, the endomyometrium is unremarkable, the ovaries are atrophio. Removal findings: an 8 week sized uterus, anteverted, mobile, no other abnormalities noted. Normal tubes and ovaries bilaterally. Normal general abdominal examination. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. More specific event reported: uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("heavy abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. A96181) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tri cycline birth control pills from 2011 to 2013 and mirena from 2007 to (B)(6) 2011. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (on (B)(6) 2017, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) done). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure was in place and everything looked good. On (B)(6) 2014 no of coils left 8 , and right -3. On (B)(6) 2017: preoperative and post operative diagnosis: abnormal uterine bleeding, chronic pelvic pain. Plaintiff stated that after essure removal, most of events decreased. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: results: negative. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2017, final diagnosis included uterus, bilateral ovaries and fallopian tubes, hysterectomy-mild chronic cervicitis. Gross description: the myometrium is homogeneous gray-tan and without nodules or masses. The attached 3.3 x 4.0 x 3.5 cm uterine cervix has a patent cervical os. The bilateral fallopian tubes measure 7.0 om each. Representative sections are submitted in four cassettes for microscopic examination. Microscopic description: sections of the cervix show focal chronic inflammation, the endomyometrium is unremarkable, the ovaries are atrophio. Removal findings: an 8 week sized uterus, anteverted, mobile, no other abnormalities noted. Normal tubes and ovaries bilaterally. Normal general abdominal examination. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. More specific event reported: uterine haemorrhage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received event "abnormal bleeding (vaginal, menorrhagia)" were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.